Event description:
It was reported that a patient who was recently implanted was experiencing yellow drainage around her generator site. Device history record reviews of the implanted generator and lead indicated that all quality inspections for the devices were completed and passed. Both devices were indicated to have been sterilized prior to release for distribution. An update from the physician stated that the patient had no infection. No additional or relevant information has been received to date.

Event description:
An update from the physician's nurse stated that she and the physician had not seen any drainage around the generator site and that the incision site was healing as expected upon the patient's post-operation follow-up visit.